Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v536705, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient tried to turn their stimulation up but didn¿t feel anything happening. The issue started on the day of the report. The patient had replaced the batteries in their programmer. The patient usually turned their stimulation up one or two and they could feel it going down their legs but now they weren¿t feeling anything. The patient didn¿t know when they had to go to the bathroom and their device was not telling them. The issues started on the day of the report. The stimulation was on and was at 6.9v. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received later indicated that patient did not have concerns with their device or therapy.